Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the up, down, and ok buttons were less responsive to button presses. The patient reportedly wore the pump with a pump skin and cleaned the pump with a damp cloth.